Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position with the bypass tube dislodged. The device was returned in used condition with signs of blood and the bypass tube was not intact. As a result, the complaint can be confirmed for bypass tube detached. The exact root cause cannot be determined. The likely cause was determined to have been bypass tube dislodgement sustained during attempted insertion into the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Event description:
Terumo medical corporation received the reported information. The tip was kinked when they opened the box; therefore, the device could not slide though the guide (run-through). Additional information was received on 07nov2025: there were two defects found with different lot numbers for the same case/patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2025-00829.